Event description:
A user facility returned the olympus, model ltf-s300-10-3d, endoeye flex 3d deflectable videoscope to olympus for processing after the device was loaned to the customer; no problem with the device was reported to olympus. Upon inspection and testing of the returned device, it was determined that the adhesive of the distal end objective lenses was deteriorated and some adhesive was missing. This report is submitted due to the deteriorated and missing adhesive of the distal end objective lenses, found during in-house service of the device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the adhesive of the distal end objective lenses was deteriorated and some adhesive was missing. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
Report source- france should not have been included on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to stress on the tip of the device from outside the scope or chemical attack due to chemicals. The event can be detected/prevented by following the instructions for use which state the following: 1) "inspect the objective lens and light guide lens at the distal end of the endoscope for scratching, cracks, stains, gaps around the lens, or other irregularities." 2) "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." 3) "the methods listed as ¿compatible¿ are compatible for routine use only when used according to the manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿." 4) "exceeding the recommended sterilization parameters may cause damage to the endoscope and the sterilization cap." 5) "unnecessary long-term immersions should be avoided. Consecutive reprocessing sessions using extended immersion may damage the endoscope." 6) "to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone." Olympus will continue to monitor field performance for this device.